Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the results of the customers' third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user's cleaning disinfection and sterilization (cds) processes were not shared. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: 1 cfu. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: 2 cfu. Bacterial identification: na. The evaluation found a biopsy channel leak that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that, during reprocessing, the subject device tested positive for 1 colony forming units (cfus) of unspecified revivable microorganism. The device was retested on (B)(6) 2025, and it tested positive for 2 cfus of unspecified revivable microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.